Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump not working well and act button not working. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. However, device received with intermittent button response due to flattened act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector.